Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The replacement procedure was scheduled to be performed immediately, but the rep had a conversation with the plastic surgery surgeon and it was determined to place the patient under observation. On (B)(4) 2018, the distributor contacted the rep reporting that the replacement procedure was scheduled to be performed in the end of (B)(6) 2018 due to infection. Additional information was received from the hcp via the rep. The serial number of the ins that was implanted on (B)(6) 2018 was unknown. The device replacement is scheduled for the end of october. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. The ins was replaced on 2018-11-01. The product was discarded by the customer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the after the patient's ins was replaced, discoloration of the skin was observed within the following 2 months. An infection was suspected, so this ins was planned to be replaced. The replacement procedure had been performed several times and the issue was considered to be attributed to the skin tissue. A meeting aiming the replacement procedure was performed after the rep confirmed with the attending physician. At the time of this report, the ins was implanted near the back of the breast and the new ins was scheduled to be implanted in the subclavian area or in the abdominal area. The replacement procedure was scheduled for (B)(6) and the issue was considered resolved. No further complications were reported as a result of this event.